Event description:
The customer reported that a defective connector fails to charge the battery. There is no reported adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.